Event description:
Patient left voicemail checking status of new pump being shipped to her as hers broke. No reports if broken pump affected infusions. No other details given. Reported to (B)(6) by: patient/caregiver.